Event description:
An ophthalmic surgeon reported that air was coming from the probe during surgery. The problem was resolved after the product was replaced with another. There was no harm to the patient.

Manufacturer narrative:
The 23 gauge vitrectomy probe has been received and evaluation is in progress. Four lot numbers were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. Two lots were reinspected/reworked for hole in the bond. The product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).